Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-nov-1, additional information was received from (B)(6) therapeutics. It reported the issue of the pump "not working" was resolved; the patient had a pump replacement done on (B)(6) 2019. The issue of "unable to aspirate fluid from the cap was resolved; the patient had a catheter replacement done on (B)(6) 2019. The patient's intrathecal lioresal was not discontinued. The patient's lioresal was 1000 mcg/ml, programmed to run at 175 mcg/day for severe spasms. It was reported the MRI performed in (B)(6) 2019 was of the patient's brain to see if they had new ms lesions on their brain. There were no new lesions found. The patient's medical history prior to the lioresal was, "g35 - multiple sclerosis, r25.2 - cramp and spasm, was taking high doses of baclofen orally".

Manufacturer narrative:
H3: analysis of the pump identified no anomalies. H6: evaluation result code 213 and method code 10 apply to the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-01, additional information was received from the healthcare professional (hcp). It reported the patient's MRI in (B)(6) 2019 was for an updated brain scan ordered by their ms hcp to rule out worsening of the patient's ms. The hcp confirmed the pump stopped working after the MRI. The patient "did not follow through with a pump scan as instructed following her MRI. We found out about the pump motor stall about 10 days after MRI at her office visit with us when we canned her pump. Pump was restarted without difficulty. Patient experienced no withdrawal symptoms during pump stall". The catheter dye study occurred on (B)(6) 2019 due to "complaints from patient of increased spasticity with no relief from pump. There was concern for a possible pump vs catheter malfunction". The only symptom the patient experienced due to the device issues was increased spasticity which began (B)(6) 2019. The reporting hcp stated they would not be doing the pump/catheter replacement due to the patient's many complications with ms and heart. The patient had the catheter revision performed on (B)(6) 2019 by another hcp. The patient's weight was (B)(6) lbs.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 29-jan-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received from a patient, via a manufacturer representative (rep), receiving fentanyl (500 mcg/ml, 301 mcg/day), lioresal (1,500 mcg/ml, 905 mcg/day) and bupivacaine (6 mg/ml, 3.6 mg/day) via an implantable pump for non-malignant pain and peripheral neuropathy. It was reported the patient had a magnetic resonance imaging(MRI) performed in (B)(6) 2019 for an unknown reason. The patient reported that the pump had not been working since the MRI. The rep interrogated the pump on (B)(6) 2019 to check the pump and no alarms were noted in logs that went back to (B)(6) 2019. It was then reported that the patient had a catheter access port (cap) dye study for "reasons unknown" and the healthcare professional (hcp) was unable to aspirate any fluid from the cap. The rep reported they planned to performed to catheter revision on the date of this call. No symptoms reported. No further information provided.